Event description:
A malfunction alarm was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. The customer successfully loaded a new cartridge and resumed insulin delivery.